Manufacturer narrative:
(B)(4) a sample was not returned for investigation. The manufacturer reported: " since there is no sample returned for investigation, one set of representative sample was retrieved from production lot for investigation purpose. Visual inspection was conducted on the production representative sample. No obvious defect was observed. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotest. Both tracheal clear cuff and bronchial blue cuff pressures were observed to be maintained at 25mbar. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuffs. Based on the investigation conducted, the complaint on this complaint mode could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation. " teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage during use on patient. Then changed to a new one, no impact on patient.

Event description:
It was reported that: (B)(6) 2023, the doctor found cuff leakage during use on patient. Then changed to a new one, no impact on patient.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. **UDI related data quality updates only**.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: on (B)(6) 2023,the doctor found cuff leakage during use on patient. Then changed to a new one, no impact on patient.